Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was/is capsular contracture baker grade unknown. Device evaluation: visual analysis of the returned device identified the weight was to the spec, a crease flat, and a deformation. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported right side pain. Healthcare professional reported right side capsular contracture, baker grade unknown and implant exchange due to patients concern with the product. Patient additionally has a "history of breast cancer;" this event is not related to the device. Device was explanted.